Manufacturer narrative:
The reported event is confirmed cause unknown as they changed the pads and flow rate issue is solved. Sample was not available for evaluation. Current manufacturing controls in place to prevent this failure include: -su-1090. -manufacturing procedure / inspection. -drawing. -leak test tm7600514 (100 percent). -visual aid vs6003o, vs6043o and vs6033o. -flow rate test tm7600515. The instructions for use were reviewed and found to be adequate. A DHR could not be performed since no lot number was provided. Correction: b. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was getting low flow alarms (B)(6) 2025 in an arctic sun device. They had tried emptying the pads and disconnecting and reconnecting the pads, but the water flow rate (wfr) was still 0 l/min. Confirmed they have 31 hours remaining in therapy. Had nurse stop therapy any empty pads. Device alarmed 07 empty pads not complete. Nurse disconnected pads over basin. Walked nurse through placed device in manual control. Without pads, water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was - 6.9psi, circulation pump command (cpc) was 38 percentage, system hours were 2,956, and pump hours were 128. Had nurse reconnect pad with proper technique, confirmed tubing was straight, and tried different connectors on fluid delivery line (fdl), water flow rate (wfr) was 1.5 l/min, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 40 percentage. Disabled manual control and resumed therapy, device primed to water flow rate (wfr) was 0 l/min. Suggested nurse try swapping out the pad. Nurse called back after swapping pad and confirmed therapy was running well and was unable to find the lot number on the pad but would hold on to the pad for evaluation. Per follow up information received via task on 12may2025, spoke with nurse who confirmed no issues after pad exchange. Stated the nurse manager took the pads. They would inform the manager that a collection kit was on the way.

Event description:
It was reported that the nurse was getting low flow alarms 01/02 in an arctic sun device. They had tried emptying the pads and disconnecting and reconnecting the pads, but the water flow rate (wfr) was still 0 l/min. Confirmed they have 31 hours remaining in therapy. Had nurse stop therapy any empty pads. Device alarmed 07 empty pads not complete. Nurse disconnected pads over basin. Walked nurse through placed device in manual control. Without pads, water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was - 6.9psi, circulation pump command (cpc) was 38 percentage, system hours were 2,956, and pump hours were 128. Had nurse reconnect pad with proper technique, confirmed tubing was straight, and tried different connectors on fluid delivery line (fdl), water flow rate (wfr) was 1.5 l/min, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 40 percentage. Disabled manual control and resumed therapy, device primed to water flow rate (wfr) was 0 l/min. Suggested nurse try swapping out the pad. Nurse called back after swapping pad and confirmed therapy was running well and was unable to find the lot number on the pad but would hold on to the pad for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.